Event description:
The customer reported that the icy catheter (lot # 201202) leaked after insertion. Per the customer's clinical technician, the troubleshooting steps in zoll's instructions for use (IFU) for a catheter leak check were performed on the bench and indicated a leak. No further information was received from the clinical team. The patient's status information was requested, but the customer did not provide a response.

Manufacturer narrative:
B5 (describe event or problem) was updated. D4 (suspect medical device, lot # and expiration date) was updated. D9 (returned to manufacturer) was updated. H4 (device manufacture date) was updated. H6 codes were updated. The reported complaint that the icy catheter (lot # 201202) leaked was confirmed during the functional testing of the returned icy catheter. A bonding leak was observed at the distal end of the medial balloon during the functional pressure leak test. The probable root cause of the reported complaint could be a latent defect in the bond. During the functional leak test of the returned catheter, all infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a bonding leak was observed at the distal end of the medial balloon, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for investigation results related to the reported complaint, and there was no similar history of complaints reported for the icy catheter with lot number 201202.

Manufacturer narrative:
Zoll did not receive the catheter in complaint for investigation. A follow-up report will be filed if and when the product is returned and an investigation has been completed.

Event description:
The customer reported that the icy catheter (lot # unknown) leaked after insertion. Per the customer's clinical technician, the troubleshooting steps in zoll's instructions for use (IFU) for a catheter leak check were performed on the bench and indicated a leak. No further information was received from the clinical team. The patient's status information was requested, but the customer did not provide a response.